Event description:
It was reported that the stent fractured and stent thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in the right mid and distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 150 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii c lesion. The target lesion was treated with pre-dilatation followed by placement of two study stents: a 6 mm x 120 mm and a 6 mm x 80 mm. Following post dilation, the residual stenosis was 10%. On (B)(6) 2019, the subject was discharged with dual antiplatelet therapy. On (B)(6) 2020, 382 days post index procedure, the subject presented to the site for protocol scheduled 12-month follow-up visit with calf pain in right leg after a walking distance of 350 meters and claudication. Rutherford classification on the same day was at 1 (mild claudication). Ankle branchial index (abi) ratio that was calculated on the same day in target limb was at 0.242. Patency analysis on (B)(6) 2020 revealed diagnostic and instent stenosis category was occluded and due to occlusion, the psvr (peak systolic velocity ratio) was not applicable. The stenosis category was determined by absolute psv. Clinical findings on the same day revealed palpable inguinal pulses on both sides and peripheral pulses were not palpable. Duplex ultrasound scan performed on the same day revealed long-segment occlusion of the inserted stent in the right (target limb) and monophasic flow signal via the popliteal in segment p1. The popliteal showed no occlusion over a long segment. Hence, the finding was suggestive of stent occlusion in the target limb. The subject was diagnosed with peripheral arterial occlusive disease (paod) stage iia. Based on the symptoms and diagnostic findings, the subject was diagnosed with stent thrombosis. No action was taken to treat this event at the time of diagnosis. Consistent walking exercises were recommended, and the subject was advised to follow up in 1 year if any complaints noted. On (B)(6) 2021, the subject visited site for protocol scheduled 24-month follow-up and complained of severe problems in walking with much pain, stiffness or aching in joints on right. On arrival rutherford classification was 4 and abi was 0.46. Duplex ultrasound scan performed on the same day confirmed stent thrombosis. Hence, subject was recommended to undergo intervention for the same. On (B)(6) 2021, subject was hospitalized for planned intervention. 100% stenosis in the target lesion (mid to distal sfa), which was 180 mm long with a reference vessel diameter of 6 mm was treated with thrombectomy using a non-boston scientific thrombectomy device. Post treatment, parts of nitinol struts were found in the filter and in the tip of non-boston scientific thrombectomy device, confirming stent fracture in the study device. Thrombectomy performed to treat the target lesion was suspected to be probable reason for stent fracture. Hence, whole of the lesion was then treated with percutaneous transluminal angioplasty (pta) using drug eluting balloons. No distal embolization was seen. Post procedure revealed 20% residual stenosis. On (B)(6) 2021, the event was recovered/ resolved, and subject was discharged.

Manufacturer narrative:
B3 date of event was corrected from (B)(6) 2021 to (B)(6) 2020.

Event description:
It was reported that the stent fractured and stent thrombosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in the right mid and distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 150 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 6 mm. It was classified as a tasc ii c lesion. The target lesion was treated with pre-dilatation followed by placement of two study stents: a 6 mm x 120 mm and a 6 mm x 80 mm. Following post dilation, the residual stenosis was 10%. On (B)(6) 2019, the subject was discharged with dual antiplatelet therapy. On (B)(6) 2020, 382 days post index procedure, the subject presented to the site for protocol scheduled 12-month follow-up visit with calf pain in right leg after a walking distance of 350 meters and claudication. Rutherford classification on the same day was at 1 (mild claudication). Ankle branchial index (abi) ratio that was calculated on the same day in target limb was at 0.242. Patency analysis on (B)(6) 2020 revealed diagnostic and instent stenosis category was occluded and due to occlusion, the psvr (peak systolic velocity ratio) was not applicable. The stenosis category was determined by absolute psv. Clinical findings on the same day revealed palpable inguinal pulses on both sides and peripheral pulses were not palpable. Duplex ultrasound scan performed on the same day revealed long-segment occlusion of the inserted stent in the right (target limb) and monophasic flow signal via the popliteal in segment p1. The popliteal showed no occlusion over a long segment. Hence, the finding was suggestive of stent occlusion in the target limb. The subject was diagnosed with peripheral arterial occlusive disease (paod) stage iia. Based on the symptoms and diagnostic findings, the subject was diagnosed with stent thrombosis. No action was taken to treat this event at the time of diagnosis. Consistent walking exercises were recommended, and the subject was advised to follow up in 1 year if any complaints noted. On (B)(6) 2021, the subject visited site for protocol scheduled 24-month follow-up and complained of severe problems in walking with much pain, stiffness or aching in joints on right. On arrival rutherford classification was 4 and abi was 0.46. Duplex ultrasound scan performed on the same day confirmed stent thrombosis. Hence, subject was recommended to undergo intervention for the same. On (B)(6) 2021, subject was hospitalized for planned intervention. 100% stenosis in the target lesion (mid to distal sfa), which was 180 mm long with a reference vessel diameter of 6 mm was treated with thrombectomy using a non-boston scientific thrombectomy device. Post treatment, parts of nitinol struts were found in the filter and in the tip of non-boston scientific thrombectomy device, confirming stent fracture in the study device. Thrombectomy performed to treat the target lesion was suspected to be probable reason for stent fracture. Hence, whole of the lesion was then treated with percutaneous transluminal angioplasty (pta) using drug eluting balloons. No distal embolization was seen. Post procedure revealed 20% residual stenosis. On (B)(6) 2021, the event was recovered/ resolved, and subject was discharged.